Manufacturer narrative:
Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected non-fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently not taking medication to manage diabetes. On (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 71 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is (B)(6) 2016; therefore test strips are past open vial expiration date. The meter memory was reviewed for previous test result history (date / time not set; unable to verify if the result are blood glucose or control tests): 71mg/dl (B)(6) 2016 08:09pm fasting:no; 97mg/dl (B)(6) 2016 07:20pm fasting:no; 81mg/dl (B)(6) 2015 07:50am fasting:no; 84mg/dl (B)(6) 2015 09:43pm fasting:no; 81mg/dl (B)(6) 2015 10:56pm fasting:no.